Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate shock, incorrect signal, and undersensing. Programming changes were performed. The patient was in stable condition.